Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used of a turbohawk directional atherectomy device for the treatment of calcified lesion in an unknown vessel. It was reported that during the procedure, the end of catheter separated from the device. The physician retrieved it and tried to remove tissue from the nosecone. When the physician safely tried to re-insert the device again, the end of the catheter was separated. The procedure was then completed with a new turbohawk device of same model. There was no patient impact and the patient was reported as being stable.

Manufacturer narrative:
Evaluation summary the turbohawk was inspected and noted a separation between the torque shaft adapter and the hinge of the laser drilled tip. The turbohawk remained as one unit being held together by the drive shaft and cutter assembly. The platinum iridium was bent at the distal rim of the cutter window. The torque shaft adapter showed indentations where the hinge pins connect to the unit. The hinge was inspected and noted one of the hinge pins was missing. At the location of the missing hinge pin, the laser drilled tip material was bent outwards. Evidence of welding has been identified, three circular arcs around the hole of where the hinge pin inserts has been identified. A visual inspection under the microscope identified the pin perimeter was less likely less than 25% was uncovered. The distal assembly showed damage at the cutter window and the distal assembly separated from the torque shaft. One of the hinge pins from the unit has not been accounted for. If information is provided in the future, a supplemental report will be issued.